Event description:
It was reported that there was a "left sub-clavian skin tag, non-infected exposed wound." Patient outcome was resolved without sequelae on (B)(6) 2012, ten days prior to the report. Left incision and drainage of clavicular wound overlying implantable pulse generator extension had been performed on (B)(6) 2013 as an intervention. Diagnostic methods included examination/palpation that showed visible and palpable left neck dbs (deep brain stimulation) extension on (B)(6) 2013. Lab work showed normal wbc (white blood count) on (B)(6) 2013. It was stated that the event was unlikely related to device or therapy, but possibly related to implant procedure. Event severity was mild and did not have sade (serious adverse device effect). One week later it was reported that left sub-clavian skin tag was not a part of the event.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v779188, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).